Event description:
During a lap sterilization procedure, washer inside trocar broke away during filshie clip insertion and ended up inside the pt. Washer had to be removed using the fishie and new trocar had to be used. Delay of a few minutes. No pt consequence. One device returning.